Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: (expiry date: 04/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: device not returned.

Event description:
It was reported that during a stent placement procedure, the stent was allegedly ruptured. It was further reported that the guide wire were difficult to pass through the ruptured stent. The current status of the patient was unknown.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent are identified in d2 and g4. H10: manufacturing review: a review of manufacturing records was not performed, as additional complaints have not been reported for this lot. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided images demonstrate two overlappingly placed stents inside the sfa. The stent in distal position is deformed like an hour glass which confirms stent twisting. For the stent in proximal position, a stent fracture is not visible. It is not known which stent is in distal position and which one in proximal position. Based on the information available the investigation is inconclusive for stent fracture. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product the potential issue was found addressed. The instruction for use closely describes holding and handling of the system throughout deployment; in particular the instruction for use states: 'to ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' In regards to pts the instruction for use state: 'predilation of the lesion should be performed using standard techniques', and 'post stent expansion with a pta catheter is recommended.' The instruction for use further states: 'if excessive force is felt during stent deployment, do not force the stent system. Remove the stent system as possible and replace with a new unit.' In regards to accessories the instruction for use state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (¿)'; the packaging pictograms indicate the use of a 0.035" guidewire and a 6f introducer sheath. The safety and effectiveness of this device for use in treatment of instent restenosis has not been established. H10: b5, d4 (expiry date: 04/2022), g3. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure via left femoral artery, the stent was allegedly fractured. It was further reported that the guide wire was difficult to pass through the ruptured stent. Further, a balloon was used to expand the superficial femoral artery where the stent was ruptured. The current status of the patient was unknown.

Manufacturer narrative:
The catalog number identified has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified. As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. (Expiry date: 04/2022).

Event description:
It was reported that during a stent placement procedure, the stent was allegedly ruptured. It was further reported that the guide wire were difficult to pass through the ruptured stent. There was no reported patient injury.